Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Device remains implanted.

Event description:
It was reported a patient underwent a left total hip arthroplasty in 2012. Subsequently, the patient reports limited mobility due to back pain and right hip pain. Patient further reports receiving a right hip injection of unknown medication in (B)(6) of 2013, as well as intermittent analgesia in the right hip. No revision procedure has been indicated.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a left total hip arthroplasty in 2012. Subsequently, the patient has reported their walking is limited due to low back and right hip pain.